Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found that the actual longevity is less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
The device was returned to the manufacturer after a routine explant, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.